Event description:
The customer reported, state time out. While repairing the unit, the asp field service engineer found oil mist coming from the unit. The customer stated, that there were no physical issues related to the reported oil mist. The asp field service engineer repaired the unit.

Manufacturer narrative:
.